Manufacturer narrative:
The reported event of no radiofrequency (rf) telemetry, no magnet response, and no pacing output was not confirmed. The device was received at end-of-service level, with normal telemetry communication and pacing output. When the battery voltage condition is lower than elective-replacement level, the device¿s wireless communication (rf) automatically disabled, which aligned with the reported incident. This is a safety feature designed to preserve the capacity of the battery. The device was connected to an external power source for further testing. Final analysis performed including rf telemetry communication and output verification did not identify any functional issues. The device was implanted for 8.57 years which exceeds its projected longevity and is consistent with normal battery depletion.

Event description:
It was reported that post-ablation procedure, the patient's pacemaker failed to be interrogated with both inductive and radiofrequency (rf) telemetry. Additionally, the pacemaker was noted to provide output intermittently resulting in occasional loss of capture and showed no magnet response when a magnet was applied. The pacemaker was explanted and replaced on (B)(6) 2025. There were no patient consequences.